Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient skin was raw, swollen, red and had white bumps under her breasts. There was no alleged device malfunction contributing to the irritation. Patient was recommended ointments and creams by a physician. Follow up indicated that the itching is starting to go away and the patient is feeling a little better but the irritation is still present.